Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016 a patient (pt) called to report that about two years ago he/she "had an ulcer while using johnson and johnson lenses, but the pt does not remember which brand." The pt reported that he/she was prescribed eye drops (medication not provided). The pt reported that he/she "believes the ulcer was due to something that he/she did and not necessarily a quality issue with the lens." On (B)(6) 2016 a follow-up call was placed to the pt and additional information was obtained as follows: the pt reported "that approx. 2 years prior to contacting j & j on (B)(6) 2016, the pt developed a "small ulcer" od." The pt reported that he/she was given a "gel" that he/she used at night for 2 days and the "ulcer" resolved. The pt reported that he/she was "unsure as to which lenses he/she was wearing at that time, but believes it was acuvue 2 since he/she has been wearing those lenses for a long time." The pt reported that he/she can't recall the treating eye care professional's information and the date of the event is unknown. The pt also reported that the suspect product and lot number was discarded. This event is being reported as a worst case event. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.